Manufacturer narrative:
(B)(4). Baxter received an evaluated the device. The reported constant close door messages were confirmed and reproduced while attempting to close the door with a loaded set. Evaluation found the door was difficult to close due to the door hooks and latch pins being out of adjustment. If enough force was not applied the unit alarmed door not fully latched. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no pt involvement.